Event description:
The advocate called for help with the customer's contour meter. She alleged the customer performed control tests and received a result of 208 mg/dl. The normal control range was not provided, but should be around 107-148 mg/dl. No adverse events were alleged. Before customer service could assist the advocate with troubleshooting the meter, she ended the call. Attempts were made to contact the advocate, but customer service was unable to speak to her. No product will be returned.